Manufacturer narrative:
Approximate age of device- 4 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient was admitted with elevated lactate dehydrogenase on (B)(6) 2019. They were treated with IV heparin and are asymptomatic as of (B)(6) 2019. Log file analysis showed there were no unusual events noted within the event history and the pump appears to be functioning as intended. No additional information was provided.